Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room due to hyperglycemia. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) with ketones present. The pod was worn on the abdomen between 49 and 71 hours. At the hospital, the patient was treated with saline via intravenous and insulin with a new pod. The patient was released the same day.